Event description:
It has been reported to us that the intent was to treat a bifurcated lesion in iva-diagonal. In order to protect the distal portion of the side branch, the physician placed a jailed guide wire. After stent deployment, the physician retrieved the jailed guide wire without feeling any kind of resistance. The guide wire separated and the very distal part of it, the radiopaque portion, remained in a diagonal's collateral branch. The guide wire locked into the artery, appears unwrapped and deformed. The remainder of the wire was discarded.

Manufacturer narrative:
The actual complaint sample was not returned for evaluation. Therefore, an engineering analysis of the subject device can not be performed. A cine review of the procedure was returned and evaluated. The review of the cine revealed that there were two guide wire in the patient on in each bifurcation. The stent was deployed it was in a position such that the wire was wrapped around the stent and became kinked by deployment. Once the guide wire kinked, the beating heart motion or any other mechanical motion can fracture the guide wire. The tip of the guide wire was visually observed on the cine and was still inside the patient. A review of the device history record did not detect any deficiencies within the manufacturing process. The analysis is complete as of (B)(4) 2012.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). Device discarded not returning with aportion remaining in patient. An engineering analysis of the case cine currently being performed. Once the evaluation is completed a follow- up medwatch report will be submitted.